Manufacturer narrative:
Analysis: a review of the complaint details has been conducted. The details indicate that the stent came off the balloon during the intervention. No other details were provided and multiple good faith efforts were made to obtain more detailed information. Atrium medical conducts stent retention tensile testing on every lot of advanta v12 covered stent systems produced to ensure the stent retention meets the product requirements. The device history records indicate that this lot of catheters passed all quality and performance requirements. Without further details atrium medical corporation cannot determine the cause of the complaint. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of advanta v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ¿ ability of the stent and delivery system to be passed through the labeled introducer sheath (7fr). ¿ ability to deploy the stent at nominal pressure (8atm). ¿ ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ¿ ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. ¿ balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) ¿ stent retention testing. Stent must have retention = 5.5n for 6fr introducer sheath/guide. In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: ¿ balloon hole skive dimensional verification. ¿ stent securement testing. ¿ proximal balloon weld tensile testing as detailed above. ¿ distal tip tensile testing. ¿ catheter leak check this lot of catheters passed all quality and performance criteria without any non-conformance's related to the complaint. Conclusion: based on the review of the complaint details and the device history records review atrium medical cannot conclude that there was an issue with the product in question.

Manufacturer narrative:
Analysis: a review of the complaint details has been conducted. The details indicate that the stent came off the balloon during the intervention. No other details were provided and multiple good faith efforts were made to obtain more detailed information. The returned device was opened and evaluated. Upon initial inspection of the returned device the balloon had been detached from the catheter shaft at the proximal balloon bond. The details provided do not match the returned sample as the initial complaint was that the stent came off the balloon. There was no other information regarding the procedure supplied within the complaint details. Based on the condition of the balloon it would appear that the balloon was not allowed sufficient time to deflate prior to withdrawing the balloon back into the sheath. This is evident as the distal end of the balloon was still very large and the rest of the balloon appears to have entered the introducer sheath. If all the fluid is not evacuated from the balloon, upon pulling the balloon back into the introducer sheath the remaining fluid gets pressed into the distal balloon cone creating a bolus of fluid that can act like a plug at the end of the sheath. The catheter shaft prior to the proximal balloon bond had been necked down to a smaller diameter prior to the bond breaking. The instructions for use state the following in regards to balloon deflation: ¿deflate the balloon by pulling vacuum on the inflation device to its maximum volume for 40 seconds. Verify full balloon deflation via fluoroscopy before proceeding. Note: it is recommended that the guidewire remain across the lesion until the procedure is completed.¿ the instructions for use also specify the following in regards to force of the device in the warnings and cautions section: ¿do not force passage or withdrawal of the guidewire or delivery system if resistance is encountered.¿ in this case enough force was applied to separate the balloon from the catheter shaft. Atrium medical conducts proximal balloon bond tensile testing to ensure the balloon bond meets the product requirements. The device history records indicate that this lot of catheters passed all quality and performance requirements. The product requirement is that the tensile force of the proximal balloon bond must exceed 10 newtons (n). The data within the device history records of 20 devices tested shows that the minimum tensile force seen was 23.5 n. Well above the product requirement. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of advanta v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (7fr). Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) stent retention testing. In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing as detailed above. Distal tip tensile testing. Catheter leak check. This lot of catheters passed all quality and performance criteria without any non-conformances related to the complaint. Conclusion: based on the review of the complaint details and the device history records review atrium medical cannot conclude that there was an issue with the product in question. It appears that the balloon was not allowed to deflate fully prior to attempting to withdraw the catheter back through the introducer sheath.

Event description:
N/a.

Manufacturer narrative:
Corrected b.3. - event date unknown.

Event description:
N/a.

Manufacturer narrative:
Corrected b.3.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that during an intervention the stent migrated off the balloon.